Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. According to the sap system no product was available from this lot in the distribution centers to be analyzed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported that he found a fluid leak following a discontinued treatment. He had filled slowly in fill 1 of 5 and completed filling when he discontinued treatment. When he opened the cassette door he found fluid leaking from a hole in the back of the cassette. He did not complete treatment and was advised to contact his pd nurse. The set has not been returned for evaluation. During follow up the pt reported that he did not have any complications. No adverse event reported at this time.